Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the hospitalization was not related to the device/therapy.

Manufacturer narrative:
Date of event: event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's bowels had been acting up and it feels like their rectum muscles are not closing and they were having accidents. The patient initially stated they have been having problems for about a month but then stated for 8 weeks they have been having diarrhea. Because of this their electrolytes were down and was hospitalized and patient is on a medicine called colestipol hydrochloride tablets 1 gram 4 x day and is also using a self administered IV. The patient states they had a cat scan the day before yesterday and forgot to turn therapy off. Patient services reviewed it is not necessary to turn therapy off before a cat scan. The patient was wondering if they should increase amplitude. They have not felt stimulation sensation in a long time. Patient services reviewed how to increase and confirmed therapy was on. The patient increased until they felt stimulation sensation. Patient services reviewed the option to try different programs if not resolved. Patient services recommended patient consult with managing physician.